Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced elevated blood glucose reported at 400 mg/dl and had been performing multiple meal announcements, including ghost meal announcements, to attempt correction, after which the user completed a supply change and began receiving basal insulin as expected. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no alerts or alarms and no hospitalization. Investigation included review of device use and user education on correct meal announcement practices to mitigate maladaptation and insulin stacking. Investigation of this case revealed user technique error related to meal announcement behavior, with the device functioning and delivering basal insulin after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with appropriate troubleshooting and education completed.